Event description:
Customer reportedly obtained a result of 186mg/dl on the advantage system while a professional device produced a result of 41mg/dl within 10 minutes. The customer was given a glucose IV. Another incident reported states the customer received the following results: 5:43 = 34mg/dl - advantage system; 5:50 = 377mg/dl - advantage system; 6:00 (paramedic's meter) = 46mg/dl; 6:10 (paramedic's meter) = 83mg/dl; 6:10 = 354mg/dl - advantage system. Customer did not receive treatment for this incident. Requested return of suspect system and replacement was sent.